Manufacturer narrative:
The removed solenoid valves were returned for failure investigation. A visual inspection of the 1st solenoid valve revealed no evidence of damage or contamination. A visual inspection of the 2nd solenoid valve revealed evidence of puncture mark on the solenoid xvalve. Physical damaged resulted in puncture mark on the solenoid xvalve #2.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying error code proximal pressure sensor auto zero failed. The device was in clinical use at the time the reported issue was discovered, however, there was no harm to the patient or user.

Manufacturer narrative:
Before the product was returned to the manufacturer for failure investigation. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem that there were multiple 110b-proximal pressure sensor autozero failed error in the diagnostic log. The fse replaced solenoids #3 and #4 and the da pmca to resolve the reported issue. Unit passed required performance verification tests per philips standards.